Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that electromagnetic interference was noted from the cardiac resynchronization therapy defibrillator (crt-d) which presented as atrial and ventricular oversensing. The device is still in use. No patient complications have been reported as a result of this event.